Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance (mss) made a follow up call with the patient. The patient stated that the alleged product issues began ¿2 weeks¿ prior to contacting lfs. He reported obtaining alleged inaccurate low results of ¿300, 400 and 56 mg/dl¿ on the subject meter compared to ¿710mg/dl¿ on another meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient manages his diabetes with a combination of medications however, was ¿not sure¿ of their specifics. He denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient stated that ¿1 hour¿ before the alleged issue began he was experiencing symptoms of ¿sweating, dizzy and faint¿ which he associated with a hyperglycaemic episode. The patient reported that he attended emergency room (ER) and was treated by a health care professional (hcp) with insulin IV fluids. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient declined replacement products. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately lo¿ subject meter results did not affect treatment options prior to the onset of these symptoms.